Manufacturer narrative:
The instant detacher was returned for evaluation. No visual defects on the instant detacher. The instant detacher was used to successfully detach two in-house axium coils. All devices are 100% inspected for damages and irregularities during manufacture.

Manufacturer narrative:
Device evaluation is in progress. A follow up MDR will be submitted when device investigation is complete.

Event description:
Medtronic received information from distributor that during the coiling treatment the first coil was could not be detach with instant detacher as well as with the manual detachment (breaking hypotube method, an alternative method presented in the instruction for use). No further information provided. No patient injury reported as a result of the procedure.

Manufacturer narrative:
Type of follow up - device evaluation. Device evaluated by manufacturer- additional information as received, the returned portion of the pushwire was broken into two segments which were not retained together by the release wire. The proximal end of the pushwire containing the tack weld replacement (twr) crimp, the implant coil, and the instant detacher were not returned for evaluation. The distal pushwire segment was found to be bent at the proximal end. Under the microscope, the coin was not found against the lumen stop; the implant coil was detached and missing, and the coil shield was found to be stretched. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the device analysis, the axium pushwire segment was returned with the implant coil already detached. The cause for the coil on-detachment could not be determined; however, the manual method of detachment (via hypotube) was not correctly performed per the axium coil instructions for use (IFU). All of the parts of the returned pushwire which could affect the detachment were found to be within specifications. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium instructions for use (IFU), the user is instructed to break the pushwire distal to the break indicator for the manual detachment method (via hypotube).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.